Event description:
It was reported that a (B)(6) caucasian female who had 255cc mentor memorygel breast implants placed experienced left sided rupture and several unexplained systemic symptoms post procedure. Fatigue, a right sided breast lump, nerve pain, and arm pain were noted. The rupture was confirmed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-06704 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 29, 2022. An explant is scheduled for (B)(6) 2022. Additional information was received on september 30, 2022. The explant was rescheduled to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 26, 2022. The explant date was clarified to be (B)(6) 2022. The impacted product was received by the failure analysis lab on (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on october 27, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may result from the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The patient was involved in a motor vehicle accident before the rupture was discovered. Mammography confirmed the rupture shortly after the accident. An additional symptom the patient experienced was bilateral ptosis. Bilateral prosthesis replacement with 255cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).